Event description:
Treatment of a left cavernous aneurysm measuring 12mm. During pipeline deployment, it was reported that a balloon was used to achieve full wall apposition (an option presented in the instructions for use) on the middle segment of the pipeline.no injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The pushwire was returned for evaluation without the pipeline; therefore, the event cause could not be determined.(B)(4).